Event description:
The customer reported that during a hepatitis core assay, 5 sample barcodes were misread on the same plate. Summit sample handler was in use. No death or serious injury was associated with this event. A field svc engineer was dispatched.